Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (vitros trop I es lot 1070 result = 0.4 vs. An expected result <0.012 ng/ml) from a single patient sample processed on the vitros 5600 system. In addition, a non-reproducible, lower than expected quality control result (vitros trop I es lot 1040 result = 0.012 vs. 0.086 ng/ml) was obtained. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected sample result was not reported. The sample was retested as per customer policy prior to reporting. There was no allegation of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result and a non-reproducible, lower than expected quality control result were obtained while using the vitros 5600 system. There is no evidence that an instrument related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue or a reagent related issue cannot be ruled out as contributing factors.